Event description:
It was reported that the patient presented to the operating room for pulse generator replacement procedure. During procedure, loss of sensing was observed on the right ventricular lead. The lead was capped and replaced successfully. The patient¿s condition was stable before, during and post procedure.